Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: for the event cycle time increased: user used incompatible water filter, amount of water passing through water filter decreased compared to recommended one. For the event the user used incompatible water filter: the user did not follow the instructions for use carefully, they used incompatible water filter. The events can be detected and prevented by following the instructions for use: 8.4, replacing the water filter (maj-824 or maj-2318): warning: always be sure to attach the olympus-designated water filter (maj-824 or maj-2318). If it is not attached or if other water filter is attached, microorganisms in the water may contaminate the reprocessor piping, and then the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the endoscope reprocessor third party water filter was not allowing water to pass through at the needed volume. There were no reports of patient harm.